Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a red blood cell exchange procedure, there were several 'cells detected in plasma line in centrifuge' alarms. When the customer submitted photos of the procedure, it was noted by terumo bct investigators that air was in return line related to stopcock and blood warmer tubing. The patient complained of dizziness post procedure, but stated that they usually experience dizziness after a procedure. Then ate and felt better. Patient identifier and age are not available at this time. The device is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a red blood cell exchange procedure, there were several 'cells detected in plasma line in centrifuge' alarms. When the customer submitted photos of the procedure, it was noted by terumo bct investigators that air was in return line related to stopcock and blood warmer tubing. The patient complained of dizziness post procedure, but stated that they usually experience dizziness after a procedure. Then ate and felt better. The device is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted twelve photographs in lieu of the disposable set to aid investigation. One photo shows the inlet and return coils and confirms the presence of air bubbles in both the inlet and return lines. One photo shows the optia screen and confirms the 'cells were detected in plasma line from centrifuge' alarm. Five of the photos show the procedure summary on the optia screen, and one shows the exchanging rbc screen. The remaining photos show the cassette loaded on the optia device, and confirms the presence of rbcs and air in the plasma line and in the remove recirc line to reservoir. Air bubbles and foam are observed in the reservoir and clumping is noted in the remove recirc line, the inlet pressure sensor, inlet trap filter, return pressure sensor and in the reservoir filter. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Review of the rdf and images showed the procedure received 13 'cells were detected in plasma line from centrifuge' alarms. The operator did not adjust the patient hct and left it at 33% the entire procedure, despite the fact that the screen tells them to increase the patient hct by 3% as one of the main recommendations. The alarm may also be related to patient disease state but at the very least the operator likely should have tried increasing the patient hct by 3%. Root cause: a root cause assessment was performed for this complaint. The most likely root cause of the alarm is incorrectly entered patient and/or replacement fluid hct, and failure to adjust it as prompted during the procedure. However, based on the available information, additional possible causes could not be ruled out and include: * patient disease state. * air in the rbc detector. The most likely root cause of the air is clumping in the set. However, based on the available information, additional possible causes could not be ruled out and include: * an occlusion in the disposable set due to manufacturing error, including solvent or molding occlusions * incomplete loading of the disposable set causing an occlusion in the tubing and/or an air block, which restricted the flow. * introduction of air into the anti-coagulant (ac), saline or inlet line during or after disposable prime * a kink or an occlusion in the collect line. * a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result.

Event description:
The customer reported that during a red blood cell exchange procedure, there were several 'cells detected in plasma line in centrifuge' alarms. When the customer submitted photos of the procedure, it was noted by terumo bct investigators that air was in return line related to stopcock and blood warmer tubing. The patient complained of dizziness post procedure, but stated that they usually experience dizziness after a procedure. Then ate and felt better. The device is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted twelve photographs in lieu of the disposable set to aid investigation. One photo shows the inlet and return coils and confirms the presence of air bubbles in both the inlet and return lines. One photo shows the optia screen and confirms the 'cells were detected in plasma line from centrifuge' alarm. Five of the photos show the procedure summary on the optia screen, and one shows the exchanging rbc screen. The remaining photos show the cassette loaded on the optia device, and confirms the presence of rbcs and air in the plasma line and in the remove recirc line to reservoir. Air bubbles and foam are observed in the reservoir and clumping is noted in the remove recirc line, the inlet pressure sensor, inlet trap filter, return pressure sensor and in the reservoir filter. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer submitted twelve photographs in lieu of the disposable set to aid investigation. One photo shows the inlet and return coils and confirms the presence of air bubbles in both the inlet and return lines. One photo shows the optia screen and confirms the 'cells were detected in plasma line from centrifuge' alarm. Five of the photos show the procedure summary on the optia screen, and one shows the exchanging rbc screen. The remaining photos show the cassette loaded on the optia device, and confirms the presence of rbcs and air in the plasma line and in the remove recirc line to reservoir. Air bubbles and foam are observed in the reservoir and clumping is noted in the remove recirc line, the inlet pressure sensor, inlet trap filter, return pressure sensor and in the reservoir filter. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a red blood cell exchange procedure, there were several 'cells detected in plasma line in centrifuge' alarms. When the customer submitted photos of the procedure, it was noted by terumo bct investigators that air was in return line related to stopcock and blood warmer tubing. The patient complained of dizziness post procedure, but stated that they usually experience dizziness after a procedure. Then ate and felt better. Patient identifier and age are not available at this time. The device is not available for return because it was discarded by the customer.